Event description:
It was reported that during follow up high capture threshold and sensing anomaly was observed. Fluoroscopy was done and dislodgement was confirmed. After opening the pocket it was noted that the leads had a complete twist to the proximal portion. The patient had twiddlers syndrome. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.